Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the pt received less medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of total parenteral nutrition (tpn), at a rate of 5.3 ml/hr, and the delivery was started. No further programming parameters were provided. It was reported, after 1 hr, during routine hourly checks the nurse noted the device displayed a volume delivered of 4.3 ml instead of the expected 5.3 ml. At that time, the nurse verified the programmed rate was 5.3 ml/hr and the delivery was restarted. After 1 hr during the routine hourly check it was reported the device displayed a volume to be delivered of 4.3 ml instead of the expected 5.3 ml. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.